Event description:
During excision of subcutaneous tumor on the abdominal wall, the connection between the fiberoptic lighted retractor and the fiberoptic cord became hot and created a 2.5 cm x 1.5 cm blistered burn on the pt's sternal area.